Event description:
Patient undergoing hip replacement surgery in 2011. During follow-up, a metallosis of the right hip was found with chromium ions and pain occured. On (B)(6) 2022 revision of the prosthesis with explantation of all components except cup and dispatch of metallosic material for cultural and histological examination. Reason the devices were used: previous pta on arthrosis and removed for metallosis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain and elevated ion levels is considered to be under the scope of this recall. No further investigation is required. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067.

Manufacturer narrative:
Reported event: an event regarding fretting a involving a abgii modular device was reported. The event was confirmed. Method & results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned device history review: not performed as device was not properly identified. Complaint history review: not performed as device was not properly identified. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported fretting is considered to be under the scope of this recall. No further investigation is required.

Event description:
Patient undergoing hip replacement surgery in 2011. During follow-up, a metallosis of the right hip was found with chromium ions and pain occured. On (B)(6) 2022 revision of the prosthesis with explantation of all components except cup and dispatch of metallosic material for cultural and histological examination. Reason the devices were used: previous pta on arthrosis and removed for metallosis.